Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, patient family member, healthcare provider, foreign) regarding a patient who was receiving an unknown drug via an implantable pump due to cancer pain. It was reported that the patient did not have any improvement after surgery (implant). Their pain still existed. Wound infection and dysphagia also occurred after surgery. The patient had now passed away. The date of death was not specified. The date (B)(6) 2021 is considered an approximate date of death. Troubleshooting performed and results were unknown. It was indicated that there were no expert opinions.

Event description:
Additional information was received from a foreign distributor via a company representative. The patient¿s relevant medical history and weight at the time of the event was unknown. The date of event regarding pain still present, difficulty swallowing, and infection were unknown as the family members did not inform. The date of death was also unknown. Diagnostic tests performed including results were unknown. The reason why the patient¿s pain did not improve in any way after implantation was unknown. Factors that may have caused or contributed to infection, dysphagia, and death were unknown. It was further reported that the patient¿s devices would not be returned to the manufacturer. Additional information was later received on 2022-mar-04 from a foreign distributor via a company representative. Regarding if the device or therapy was causal or contributory with respect to the reported death, it was indicated that this was unknown.

Manufacturer narrative:
B2 update: the initial report indicated death as an outcome attributed to the adverse event which is now no longer applicable regarding the previously applied imf codes f02 and f1203 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.